Manufacturer narrative:
Device used for treatment and not diagnosis. The DHR was reviewed and no issues were found during manufacture that would contribute to this complaint condition. The returned product has a portion of a shantz screw protruding from the drive end. The shantz screw is jammed in the driver. There are also a few small nicks on the flats on the quick connect end. The material was tested with a niton gun and passed specification. The portion of shantz screw was able to be removed without damaging the driver. The required evaluation checks and measurements were able to be performed on the driver and passed.

Event description:
During an external fixation of a distal tibia fracture procedure, the drive adapter would not release from the schanz screw. The screw was cut off with the bolt cutter. Reportedly the screw is still lodged in the adapter. The surgery was completed as planned with no adverse effect to the patient. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device went to product development for evaluation: able to freely insert the cut screw into the adaptor and remove it; also able to freely insert and remove with another 5.0 schanz screw part 293.783; lot 8008535. The cut screw coupling does meet the dimensional callout of the schantz screw drawing 294.782 rev j. I cannot fully measure the inside of the adaptor, 393.103 without destroying the part, however the ID does meet the print 393.103.2. The tolerance shows no risk of interference between the 3-flat circular shaft and the hole. There is insufficient information to clearly show the cause of this event. The design risk assessment is adequate for the intended use.

Event description:
This is 2 of 2 reports for complaint (B)(4).